Manufacturer narrative:
Investigation: the set was returned for investigation. Upon visual inspection a leak path was noted between the cap and the body of the inlet chamber, most likely caused by insufficient solvent applied during the vendor's manufacturing process. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that after starting a mononuclear cell (mnc) collection procedure, there was a leak in the inlet chamber. They initiated peripheral blood stem cell (pbsc) collection on the cobe spectra using the functionally closed white blood cell set. A small amount of blood was noted on the surface of the machine. A pinhole was noted in the tubing set, which the blood was leaking from. Patient information is not available at this time. This report is being filed in response to the customer filing a medwatch report, which was found by terumo bct on the (B)(4) database.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
Per the customer, the patient weight is not available.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The supplier has been 100% inspecting the components for the adhesive application. Upon further investigation into this issue, it was determined that the automation on which these components are manufactured could be adjusted to improve the detection of incomplete or missing adhesive application. Root cause: the cause of the leak was due to insufficient adhesive on the bond. Corrective action: the automation which produces these components was updated and validated to include a quality check. The check ensures that the end of cycle signal from the solvent dispensing equipment is received correctly. If it is not received correctly, the component is automatically scrapped.

Event description:
The customer was not able to provide the donor's weight.